Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, noise episodes were noted on the rv lead recognized as vf. The lead was explanted and replaced. The patient's condition was good after the event.